Event description:
Noise recorded on rv lead causing inappropriate therapy. Lead revision and generator change out were scheduled for (B)(6) 2012; however, the pt refused to undergo the procedure. Lead and device remain implanted.